Event description:
It is reported that the blue tibial impactor pad for the tm modular baseplate broke during impaction. A small piece had to be located and removed.

Manufacturer narrative:
Evaluation summary: the impactor pad was broken during impaction. Normal wear of the part due to repeated removal and installation as well as the sterilization process can cause the part to break. The tibial impactor was not returned for review, but the impactor pad was. One quadrant of the impactor pad has fractured off. The lot number of the part is unknown, so a potential field age could not be calculated. The impactor pad appears to be conforming to print specifications. No lot number was provided; therefore, device history records could not be reviewed.